Manufacturer narrative:
The clinical analyst has reviewed this file and stated: ¿the customer reported additional cases of endophthalmitis and toxic anterior segment syndrome (tass) since november. The customer thinks it is something that they are doing but wanted to mention it since they use our products. The customer provided specific event details for this patient for cataract extraction on the right eye (od). The patient presented with decreased vision, increased inflammation one (1) day post-operative. The patient had anterior chamber fibrin and hypopyon. The facility assistant administrator completed a questionnaire. The patient was a (B)(6) male. The patient was not hospitalized. The patient was on pre-operative anti inflammatory drops. On the day of surgery the patient was given: dilating drops, anesthetic eye drops, glaucoma drop, and betadine. Post-operative anti inflammatory drops prescribed. The retinal specialist completed an anterior chamber tap with injections of antibiotics. The patient was also started on dilating drops twice a day, fortified antibiotics. The unplanned surgical intervention was required to treat the event was an anterior chamber tap with injection of 0.1 cc antibiotics od. In the surgeon¿s opinion it is unknown which device may have caused or contributed to the event. The patient has a history of cataracts (both eyes); dry eyes in both eyes, coronary artery disease (cad), and hypertension. Intracameral lidocaine was used. The patient was prepped with betadine. The incision was a temporal clear corneal incision at 2.2 mm. There was one side port. The wound integrity was intact with negative seidel. The ovd was removed during I/a (irrigation and aspiration). The irrigating solution was balanced salt solution (bss) with an additive. The intraocular lens (iol) was implanted in the bag. The duration of surgery was thirteen (13) minutes. This was the second (2) case of the day. There was a sequence of patient cases that developed toxic anterior segment syndrome (tass). The autoclave was last serviced in november 2016. Distilled water is used in the autoclave. The sterilization validation is completed daily. The instruments are sterilized at 270 degree/27.1 psi for four minutes (4) in a pre-vac unwrapped cycle. The dry time is twenty (20) minutes. An ultrasonic cleaner is used to clean the cannulas. Ultrasonic cleanser is changed every day. The ultrasonic cleaner is cleaned every morning. The instruments are manually cleaned with a soft brush or instrument wipe to ensure residue is removed. The instruments are not exposed to a washer sterilizer, enzymatic cleaner, or detergents. The tips and sleeves are removed before sterilizing. The reusable cannulas and handpieces are irrigated after use in surgery, during cleaning, and prior to sterilization. The customer uses 120 cc of water to flush the cannulas and handpieces. The instruments sit in the work room five (5) minutes or less before cleaning and sterilization. No single use products are re-used. The handpiece and system have been used since the event with no further problems noted. The facility assistant administrator noted they have seven (7) handpieces, with six (6) handpieces that stay with the tray of instruments. The outcome of the event was noted as not resolved with treatment continuing. The most common causes of toxic anterior segment syndrome (tass) are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of intraocular lens (iol) or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system or phaco handpiece caused or contributed to this reported event of endophthalmitis. The phaco handpiece directions for use (dfu) recommend pushing a minimum of 120 cc of room temperature sterile deionized water through both the irrigation and aspiration paths, and a sterilization pre-vac wrapped cycle for a minimum exposure time of three minutes (3) and a minimum dry time of sixteen (16) minutes.¿ product evaluation ¿ system no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The customer reported that a patient underwent cataract extraction, right eye, presented with decreased vision and increased inflammation, anterior chamber fibrin and hypopyon on 1 day postoperative visit. A minimum single normal level l inspection is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component bags are reviewed by qa before release to production. Labeling associated with balanced salt solution (bss) requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. Since no lot code has been provided, it is impossible to ascertain which filler filled this bag. Line filling process: the filling process is performed by an automatic linear filling and sealing machine (compatible to fill bags) utilizing mass-flow technology and control. The empty bags are fed manually by two operators into a bag magazine in packages of 5-10 bags. The bags are automatically taken from the feeding magazine and are put into the port holders on the feeding conveyor. Empty bags are printed with batch variable data using a thermos-printer and each bag is inspected with a camera inspection system. The printed bags are automatically picked up and are fed into the filling and sealing machine. In the filling and sealing machine, the bags are clamped and transported to stations on a servo driven belt and the stations move so that the four filling nozzles enter the fill ports (the filling process occurs automatically). A pressure peak equalizing tank compensates any interfering pressure peaks allowing the filler to fill all four bags to specification. The final head space inside the bags is balanced and the stoppers are inserted; stopper insertion depth is verified via camera inspection system. Aluminum seals are automatically fed from a vibrator bowl cap and positioned by grippers on the stopper in the bag port. A flanging device completes sealing and a camera inspects the height for correctness of sealing. Finished product is conveyed out of the filling room and is manually placed onto stainless steel trays/ racks for terminal sterilization. After sterilization, excess moisture is removed using compressed air nozzles and the air knife conveyor system. Using a backlit conveyor the bags are 100% inspected bags for moisture, particulate, leaking ports or any other visible nonconformance that may have resulted from the sterilization cycle. The bags then convey to the wrapping machine for overwrapping. Following overwrap, the bags are 100% inspected for moisture, leaks, part number, lot code, expiration and seal integrity of the overwrap. Labeling associated with bss requires the user not to use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Labeling also states to not use if discolored or contains a precipitate, single patient use only; the contents of this bag should not be used in more than one patient. This solution contains no preservative, unused contents should be discarded. Root cause for the complaint condition could not be determined, as no lot code was reported. Therefore lot specific evaluation is not possible. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the patient presented with decreased vision and increased inflammation right eye following a cataract extraction with intraocular lens implant procedure. The patient was referred to a retinal specialist for treatment. An aqueous tap was performed and intravitreal injections of antibiotics and anti inflammatory medications was administered. Current patient condition is unknown at this time. This is one of several reports for this facility.